Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two insulin flow blocked alarm events on (B)(6) 2026. In the first event, the tubing was blocked, preventing insulin from passing through. In the second event, the cannula was damaged, resulting in an inability to deliver insulin. No further information available.